Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during an unspecified therapeutic procedure. The user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury associated with this report.